Event description:
The pt reported experiencing low blood glucose for 2 months. On (B)(6) 2010, she woke up during the night and her blood glucose measured 4 mmol/l (72 mg/dl). She ate a banana and drank soda and changed her basal rate from 0.7 u/h to 0.4 u/h. When she woke up her blood glucose measured 3.2 mmol/l (58 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.